Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving fentanyl (160 mcg/ml), bupivacaine (20 mg/ml) and morphine (45 mg/ml) at minimum rate from an implanted pump. The indication for use was chronic low back pain and non-malignant pain. On (B)(6) 2016 it was reported that an alarm was heard and confirmed by telemetry. The logs show a low battery reset and reset had occurred starting on (B)(6) 2016. It was noted that the patient had not been able to give themselves a bolus and had experienced underdose symptoms.